Event description:
It was reported that the patient experienced hypoglycemia while using a dexcom g7 with the ilet system, with a lowest cgm value of 59 mg/dl, after announcing a meal when glucose was already low; the patient treated with oral carbohydrates in multiple rounds and a meter check after treatment was 86 mg/dl. Symptoms included dizziness and blurred vision consistent with hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose, without hospitalization. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no specific findings and insufficient information regarding any device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.